Event description:
On (B)(6) 2012, the lay user/patient contacted lifescan (lfs) from united states alleging that their onetouch verio iq meter is not holding a charge longer than 2 days and battery indicator is prompted. Per the onetouch verio iq product manual the battery indicator prompts when the battery needs to be replaced in the meter. The patient did not allege any harm or injury due to the alleged issue. The alleged issue was not resolved with troubleshooting. Based on the information provided, their complaint is being reported due to the following conclusion(s): the patient claimed that the subject meter is not holding a charge longer than 2 days and battery indicator is prompted. There is no evidence that the alleged issue contributed to a serious injury. The patient did not report any symptoms, treatment, or blood glucose values suggestive of a serious injury.

Manufacturer narrative:
Lifescan (lfs) has not requested return of the subject product(s) for evaluation.